Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black foreign matter was found inside the tube before usage."

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The photos were reviewed, and the indicated failure mode of embedded foreign matter was observed. Additionally, the customer samples along with one hundred (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of embedded foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.